Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple attempts were made by tandem technical support to perform troubleshooting but the customer did not respond. There was no reported impact to the customer's blood glucose level.